Event description:
It was reported that during a da vinci-assisted general sigmoid colectomy surgical procedure, the customer reported to technical service engineer (tse) that they were having issues with their cautery and error c-34 and error c-00 the customer hard power cycled erbe, moved to second monopolar port, and changed monopolar cord without change. The customer was able to fire energy once, but c-00 error came back. The customer used a third-party generator. The procedure was completing as planned how it was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was not completed with the same integrated electrosurgical unit (iesu). System powered up normally and the error occurred during case. Yes, the system did initially power on without errors. No patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu displayed error c-34 during system test. Upon visual inspection, no issues were found. The iesu will be returned to the original equipment manufacturer. The probable root cause is attributed to a high voltage fault.